Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. Additionally, it was reported that the touch screen was intermittently unresponsive. At the time of the report with tandem technical support, the pump touch screen was functioning as intended. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.